Event description:
The customer reported, the system intermittently will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board. System operates as intended. (B) (4).